Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: granuloma, fluid leak.

Event description:
Patient reported "hair loss, constant fatue, increasing migraines, chest pain, muscle pain, difficulty concentrating and unexplained anxiety. The device has been explanted with capsulectomy and replaced with another manufacturer's device. The excised capsule was sent to pathology for analysis which found "fibrosed capsular tissue with foreign substance reaction, chronic resorptive inflammation and detection of optically empty spaces (as a correlate of silicone leakage).".

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ varied injuries: observed opening device assessed as surgical damage. ¿ pain: unable to observe since it is not related to the device. ¿ myalgia: unable to observe since it is not related to the device. ¿ local reaction: unable to observe since it is not related to the device.¿ capsular contracture: unable to observe since it is not related to the device. ¿ headache: unable to observe since it is not related to the device. ¿ gel bleed: not observed. ¿ fatigue: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Un-reporting granuloma.

Manufacturer narrative:
Lot number: 2373894. Visual analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ pain-breast: unable to observe since it is not related to the device. ¿ anxiety¿product/procedure-breast: unable to observe since it is not related to the device. ¿ varied injuries-breast: unable to observe since it is not related to the device. ¿ local reaction-breast: unable to observe since it is not related to the device. ¿ myalgia-breast: unable to observe since it is not related to the device. ¿ fatigue-breast: unable to observe since it is not related to the device. ¿ gel bleed-breast: not observed. ¿ headache-breast: unable to observe since it is not related to the device. ¿ granuloma-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "hair loss, constant fatue, increasing migraines, chest pain, muscle pain, difficulty concentrating and unexplained anxiety. The device has been explanted with capsulectomy and replaced with another manufacturer's device. The excised capsule was sent to pathology for analysis which found "fibrosed capsular tissue with foreign substance reaction, chronic resorptive inflammation and detection of optically empty spaces (as a correlate of silicone leakage)."